Event description:
A caller reported that their pump screen was not turning on, and their blood glucose level exceeded the usual threshold due to the issue but did not exceed the 500 mg/dl.. The customer managed the high blood glucose level by using a correction injection via multiple daily injections without needing third-party assistance. Technical support instructed the caller on troubleshooting steps, which did not resolve the issue, as indicated by the pump's red led light and periodic vibrations. As a resolution, technical support decided to replace the pump. The customer was advised on shipping and storage procedures, programming settings into the new pump, and ensuring connections with their continuous glucose monitor. A replacement pump with updated software was sent, and the customer was to use a backup insulin pump in the interim.